Event description:
It was reported that there was an impedance issue. Diagnostic testing and troubleshooting included x-rays, impedance testing and re programming. A replacement of the implantable neurostimulator (ins) and lead was required as a result. The patient was alive with no injury. Patient symptoms were unknown. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
It was reported the patient was doing well.

Manufacturer narrative:
Product ID 3093-33, lot # va0gzhu, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).